Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The patient stated all buttons are hard to activate and noticed this issue 6 months ago. The patient denied water exposure. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 09/16/2013-device evaluation: the pump has been returned and evaluated by product analysis on 08/28/2013 with the following findings:no damage was observed to the pump keypad cover. During testing, the up arrow and down arrow keypad buttons were intermittently unresponsive; all other keypad buttons responded properly. The keypad cover was removed and contamination was found under all key contacts. Unrelated to the complaint, the display screen appeared dim and discolored. When replaced with a test display, the screen functioned properly. Additionally, moisture was observed in the pump battery compartment. A leak test was performed, and a leak and crack in the battery compartment was found. The pump case was opened and no further evidence of moisture was found.